Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk; unable to perform the self test, a21 error alarm, occlusion, prime and no delivery tests due to a33 alarm. The insulin pump was monitored for several days with no blank display anomaly or initiation anomaly noted. No damage found on the lcd isolation tape noted. The insulin pump passed the operating currents test and displacement test. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, broken belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump will not start even after inserting new batteries. The patient's blood glucose level was 16 mmol/l at the time of the call. The customer did not return the product back for analysis.